Event description:
No additional information

Manufacturer narrative:
Pr 9531058 ¿ follow up MDR for device evaluation since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd twinpak component was damaged. The following information was provided by the initial reporter: "hcp contact called on behalf of a pharmacist who reported hairline fracture in the bd syringe supplied from one tnkase 50mg kit. The defect was observed when the pharmacist was drawing up sterile water on 12/29/2023. Hcp confirmed that there was no damage to the carton. The bd syringe was not mishandled, dropped, nor in contact with hard surface. Fluid was leaking from the hairline fracture of the syringe, after the pharmacist had drawn up the sterile water from the kit." Vendor-batch-no: 1336573 vendor-material-no: 303393 defect: damaged syringe ¿ hairline fracture in syringe.